Event description:
It was reported by the customer, the ultrasonic sink was not working correctly. Parts were ordered on wednesday, received on thursday and the sink was fixed on thursday afternoon. On friday, the facility noticed speck particles floating on the sink, which was the putty the facility used around the drain, like center grading. The facility had concern, out of the seven (7) scopes the facility was using, was putty inside the scope and was reprocessing the scopes using medivators wash the putty out of the scope if there was any. No patient harm reported. This complaint is related to patient identifiers: (B)(6).

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to send the scopes in for repair and have an olympus endoscopy support specialist (ess) visit the facility. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer stated that the devices were not used on any patients. Based on the results of the investigation, it is likely that there was a difference in recognition of device handling or reprocessing steps between olympus recommendation and the user facility. The event can be prevented by following the instructions for use which state: "only olympus-recommended or olympus-endorsed aers (automated endoscope reprocessors) /wds (washer disinfectors) have been validated by olympus. When using an aer/wd that is not recommended by olympus, the manufacturer of the aer/wd is responsible for validating compatibility of the aer/wd with each olympus endoscope and accessory.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.